Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level reached 490 mg/dl, cts investigated and found per call recording that the nurse reported customer initially had a high bg of 490mg/dl due to this malfunction, but the pump was reading high instead of bg values. The initial bg value was obtained through a mobile test the nurse performed earlier that day when the malfunction occurred. In response to the high blood glucose level, the customer administered a correction bolus via the pump and received assistance from a school nurse with further insulin administration. Technical support provided instructions to reset the pump and confirmed that the malfunction code did not recur after the reset, allowing the customer to continue using the pump. There were no injuries reported, and the presence of ketones was unknown.